Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Hybrid analysis could not confirm the reported no-telemetry failure. During the analysis, battery voltage and lead impedance measurements were not successful. Analysis determined the cause to be a faulty capacitor. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable pulse generator (ipg) could not be interrogated. The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.